Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Further analysis revealed abrasion marks along the lead body. The insulation was intact. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
There was loss of capture on the rv channel. The physician chose to replace both the rv lead and the device. This device was retained by the hospital. Should additional information be received, this file will be updated.